Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump displayed low threshold suspend lasting more than 2 hours. The patient's blood glucose level was 107 mg/dl at the time of the call. The customer stated they were up load the insulin pump correctly. The customer's sensor was inserted correctly. The customer was informed that their insulin pump was working as designed. The customer did not return the product back for analysis.